Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an erroneously elevated creatine kinase-mb (ckmb) result above the normal reference range for one (1) patient. The result was generated by an synchron lxi 725 system, used in conjunction with access ckmb reagent (lot 023762) and access ckmb calibrators (lot 018123). The erroneous result was not reported out of the lab. Subsequent testing of the sample on an alternate instrument generated a lower result within the normal reference range of the assay. The patient's troponin (accutni) result was also affected and is reported in a separate report medwatch # 2122870-2011-03943. There were no reports of death, injury, or change to patient treatment made in connection with this event.

Manufacturer narrative:
The sample was lithium heparin plasma centrifuged at 4400 rpm for ten (10) minutes. Qc data was not supplied by the customer. A system check performed on (B)(6) 2011 failed the washed portion of the system check. All other portions of the system check were within specifications. Only washed portion of system check was performed again on (B)(6) 2011, and passed within specifications. The customer had performed a passing ckmb calibration on (B)(6) 2011. The customer reported having "sample count outside of limits" error. Service was dispatched for this event on (B)(6) 2011. The customer noted that there was air in the substrate lines. Bec field service engineer (fse) checked dates and found that substrate was changed that day. The fse primed and ran high sensitivity system check, which passed instrument specifications. Although system issues may have contributed to this event, no definitive root cause could be determined.